Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2012-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: evaluation revealed that the keypad symbols were worn and the keypad was peeling along the up and down buttons on the display side. A damaged keypad will allow contamination to permeate the button contacts negatively impacting the button function. The damaged keypad is obvious and detectable and should alert the user to discontinue use of the pump. All buttons did not respond appropriately. There was evidence of keypad contamination found under the key contacts. There was corrosion on the r69 and surrounding components.

Event description:
The patient contacted animas on (B)(6) 2012 stating that the down arrow button was unresponsive and the ok button was hyper-responsive. The patient claimed corrosion was visible in the battery compartment. The keypad was reportedly intact and the pump was not exposed to water. The patient denied any trauma to the pump. The patient reportedly wore the pump in a pocket and cleaned it with a damp paper towel. There is no adverse event associated with this complaint. This report is being made based on the allegation of a keypad issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.